Event description:
On (B)(6) 2011, a vns patient's programming history was reviewed. On (B)(6) 2009 the patient presented with faulted system diagnostic settings of output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0.25ma/pulse width=500usec/magnet on time=30sec. The patient was then programmed to higher settings of output=0.25ma/frequency=20hz/pulse width=130usec/on time=30sec/off time=5min/magnet output=0.25ma/pulse width=130usec/magnet on time=30sec. No diagnostic tests were listed in the patient's programming history. (B)(4) attempts for additional information from the nurse practitioner have been to no avail thus far.

Manufacturer narrative:
Analysis of programming history.